Manufacturer narrative:
The fse found detached tubing from pneumatic valve (vl111) and reattached the tubing to resolve the leak. The fse then performed verification of instrument to meet the specified requirements per established procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported a contained fluid leak consisting of diluent and blood mixture from the coulter lh 750 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.